Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent had moved 1mm distally from the most proximal crimp mark. The stent struts were stretched and distorted at the distal end. This type of damage is may be consistent with resistance being encountered on withdrawal of the stent delivery system from the patient/lesion. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found the hypotube is kinked .this type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 03may2016. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 2.50 x 24 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed distal stent damage and stent moved on balloon.